Manufacturer narrative:
The event log report printout shows that at 9:29:44 on (B)(6) 2016, the instrument gave "connexion : id1 avec type de test en attente de duplication" (host: id1 with testtype pending duplicate). There are 3 other of this type error on (B)(6) 2016 reflected in the log printout. The patient's sample was run at 14:27:59 on (B)(6) 2016. With the information provided, it is uncertain that this error is related to this sample. The message "host: id1 with testtype pending duplicate" occurs when there is an entry with this sample ID in the to do list, and the order is rejected. On (B)(6) 2016 at 11:++ there are 3 entries of "aucune correspondance: l'analyse de l'échantillon reçue ne correspond à aucune entrée de la liste a faire [0219037054,000401]." (No correspondence : the analysis of the sample received does not match any entry in the list to do [ 0,219,037,054.000401 ]). The customer was not able to provide the instrument worklist logs because they are deleted every 24 hours. Therefore, although the instrument provided information for duplicate and no match entries; there is not enough information provided to identify the reason for the incorrect patient demographics generated on the lh500 instrument. (B)(6).

Event description:
The customer reported one patient sample had incorrect patient demographics (belonging to a different patient) on a coulter lh 500 hematology analyzer printout. Erroneous patient results were generated from the lh500, but when the data was sent back to (B)(4) to be released; the results were correct. There was no change or effect to patient treatment in connection to the event.